Event description:
Foley catheter inserted in urinary bladder by dr an or nurse unable to deflate balloon and remove catheter next day. Dr unable to remove. Pt taken back to surgery after ultrasound. Was anesthetized and catheter removed by surgeon with balloon intact and partially inflated.